Event description:
Device malfunction: unk, time of symptoms/ae: after vessel closure, symptoms/ae: hematoma/vessel narrowing/arteriovenous fistula. The following event was noted through a periodic article review that assessed the safety and effectiveness of the closer 6fr suture-mediated closure (smc) system in the closer european trial and it has been summarized as follows: after several patients underwent suture-mediated closure performed with a closer device, minor complications occurred in five patients; three patients developed a hematoma >6cm, one patient developed vessel narrowing at the insertion site which was successfully treated by balloon angioplasty, and one patient developed an arteriovenous fistula.

Manufacturer narrative:
Attachment: joseph j. Gemmete, narasimham dasika, andrew r. Forauer, kyung cho, david m. Williams (2003) successful angioplasty of a superficial femoral artery stenosis caused by a suture-mediated closure device. Cardiovascular and interventional radiology 26:410-412. The device was not available for evaluation. The lot number was identified; therefore, a device history record review could not be performed.